Manufacturer narrative:
One device was returned for analysis. No recent service history was found. Review of event log found base task timeout, backup audible alarm post. Could not confirm or duplicate complaint. Primary speaker test values are within tolerance. Probable cause of complaint was a faulty main circuit board. Replaced the main circuit board to resolve the backup audible alarm post alarm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had primary audible alarm post. There was patient involvement and no harm/adverse event reported.